Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture after deployment of the device on the patient¿s left side. The needle was found in the capio device. The procedure was completed with another uphold lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.